Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following a recent fall, the patient experienced ineffective therapy. X-ray imaging revealed migration of the l4 lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue. During the lead replacement procedure, the l3 lead migrated. As a result, the lead was explanted and replaced on (B)(6) 2025 to address the issue.